Manufacturer narrative:
(B)(4)

Event description:
It was reported during an in-clinic follow-up visit, the lv lead exhibited high capture thresholds. The device was reprogrammed. No further intervention was undertaken and no adverse patient consequences were reported.